Event description:
In late 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative images revealed that the pt's aneurysmal sac has increased in diameter. Further investigation is pending.